Event description:
It was reported that the patient had called the clinic on (B)(6) 2011 and was experiencing withdrawal symptoms (itchy all over, increased spasticity to legs, hot hands, increased perspiration and episodes of spontaneous crying). She was placed on oral baclofen at that time with some relief of symptoms but minimal effect on spasticity. On (B)(6) 2011, the pump was interrogated. It was noted that on (B)(6) 2011, the pump went into safe state and rate had reverted to minimum rate; the pump alarm was noted. The pump contained compounded baclofen 500mcg/ml. The pump was refilled and updated. It was later noted that the outcome was "she has better relief of her spasticity". The patient had oral baclofen at home "should pump stop again. She will call the clinic if the patient has a return of symptoms". Per the reporter, it was possible that the pump came into contact with a cell phone or pager while the patient was receiving physiotherapy. The therapist was doing rom and was up against the pump. No other emi (electromagnetic interference) was present at that time.